Event description:
It was reported the patient experienced heart attack following trial procedure. Emergency surgical intervention took place. Subsequently, the trial lead was explanted as scheduled. The physician believes the heart attack was not related to the trial lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.